Manufacturer narrative:
Medical device expiration date: unknown the customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that infusion adapter c100-o multi had a chemo spill. This was discovered during use. The following information was provided by the initial reporter: material no: unknown (provided c100), batch no: unknown. It was reported that there was a chemo spill due to a c100 falling out of the bag while mixing.